Event description:
The customer reported that vasoseal was used in the right and left groins following a bilateral iliac stent procedure. A small hematoma was noted in the left groin. One week later, the pt presented with left groin tenderness. An I&d was done, but no cultures were done. The pt was placed on antibiotics.